Manufacturer narrative:
The reported viperwire guide wire was received for analysis. The spring tip was observed to have fractured off and was not returned to csi. There was no spring tip adhesive residue left on the guide wire core shaft. Scanning electron microscopy was performed and concluded that the guide wire fractured due to excessive rotational damage. Rotational dimples were observed on the fracture surface. It is hypothesized that the cause of the fractured spring tip is user error as the analysis results are consistent with the torsional damage observed when the oad driveshaft is spun into the guide wire spring tip. At the conclusion of the device analysis investigation, the report that the guide wire fractured was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
The target lesion was 70% stenosed and located in the moderately tortuous circumflex artery. The lesion was primary wired with the viperwire coronary guide wire. The diamondback coronary orbital atherectomy device (oad) was advanced over the wire, but was noted to have advanced beyond the lesion, so it was moved backwards to re-position proximal to the lesion. Glideassist was active continuously during the positioning process, and the wire was noted to move backwards with the device. The tip of the wire was noted to be prolapsed and was no longer connected to the body of the wire. The oad and guide wire were removed and the wire fragment was retrieved with a snare. The lesion was re-wired with a non-csi wire, and the procedure was continued with balloon angioplasty and stent placement without the use of atherectomy. There were no complications to the patient and the result of the procedure was good.